Manufacturer narrative:
The date of the patient's death was originally reported as (B)(6) 2017. The actual date of death was (B)(6) 2017.

Manufacturer narrative:
Thv/tvt registry. (B)(4). System updates pending. Results: known inherent risk of procedure. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. The sapien 3 is not indicated for treatment of native mitral regurgitation. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper mitral valve assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tmvr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tmvr or tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tmvr/tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tmvr/tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to the reported adverse events. Investigation results suggest/indicate in addition to the open tmvr procedure itself, patient factors (mitral valve regurgitation due to severe mac and severe myocardium calcification) likely contributed to the pvl observed post sapien 3 valve placement. In addition, no mitral valve sizing information was provided to indicate that the valve was appropriately sized to form an effective seal around the bioprosthetic valve. While the exact cause of the multiple right sided strokes cannot be determined, investigation results suggest/indicate in addition to the procedural factors (tmvr, savr), patient factors (advanced age, severe aortic calcification, severe mac, severe cad) likely contributed to the multiple strokes and subsequent severe neurological injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As learned through the edwards implant patient registry, the patient expired following a complicated surgical aortic valve replacement, coronary artery bypass graft surgery and an open transcatheter mitral valve replacement procedure. Medical record review revealed the surgical procedure included: CABG x2, surgical avr with 23mm st jude trifecta valve, tmvr with 29mm sapien 3. Sequence of events: surgical avr, aortic endarterectomy, CABG (lima to lad, svg from right leg to pda). The right atrium was opened and the anterior leaflet of native mitral valve partially debulked. ¿sapien 3 valve was implanted using the ta delivery system and placed in the annulus of the mitral valve.¿ ¿as we were planning to wean him off cardiopulmonary bypass, there was profound bleeding from the roof of the left atrium¿. A left atrial tear was surgically repaired. While weaning off of cardiopulmonary bypass (2nd attempt), the patient had a severe reaction to protamine, resulting in myocardial edema, elevated pulmonary pressures, rv dysfunction. Defibrillation and cardiac massage was performed and the patient was reconnected to cardiopulmonary bypass. An additional right femoral arterial (rfa) line was inserted for blood pressure (bp) monitoring. An additional left femoral arterial (lfa) line inserted for intra-aortic balloon pump (iabp) insertion. The patient was also placed on extracorporeal membrane oxygenation (ECMO). The chest was left open (wound vac) with a chest tube in the left pleural space. Also while weaning off of cardiopulmonary bypass a ¿significant leak¿ was noticed at the tmvr site but ¿the patient was bleeding, already crashed on pump and had 16 units prbc given, therefore we decided not to post dilate the valve or support with additional sutures.¿ the following morning an emergent evacuation of hematoma (around the heart), drainage of large left pleural effusion & repositioning of venous cannula for ECMO was performed due to a ¿combination of tamponade and malpositioning of the venous cannula.¿ the patient¿s post-operative course was further complicated by rle limb ischemia and multiple right sided strokes causing severe neurological injury. The family withdrew all support and the patient was allowed to die. History: increasing shortness of breath, recent heart failure decompensation, severe as, severe mr, dense mac, severe cad, htn, dyslipidemia.